Event description:
It was reported that during the implant of this right ventricular (rv) lead after suturing the lead and connecting to the device the lead was checked and the rv pacing thresholds were not stable and intermittent capture was noted. All other values were normal. An x-ray did not show a lead dislodgement and the helix was fully extended and the lead was fully inserted into the header. The lead was tested several times but the pacing thresholds were still not stable and intermittent capture occurred. A possible lead issue was suspected thus this lead was retracted, and a new lead was used with no issues. No adverse patient effects were reported. The lead was expected to be returned.

Event description:
It was reported that during the implant of this right ventricular (rv) lead after suturing the lead and connecting to the device the lead was checked and the rv pacing thresholds were not stable and intermittent capture was noted. All other values were normal. An x-ray did not show a lead dislodgement and the helix was fully extended and the lead was fully inserted into the header. The lead was tested several times but the pacing thresholds were still not stable and intermittent capture occurred. A possible lead issue was suspected thus this lead was retracted, and a new lead was used with no issues. No adverse patient effects were reported. The lead was expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.